Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used and confirmed the leak. Estimated blood loss was 250cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up on a different machine. The sample is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The reported complaint is a confirmed fiber leak due to a short fiber found at the non-cavity ID end during visual examination. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter caps and blood port caps. The fiber bundle was streaked with blood residue. Coagulated blood was noted between the pu cut surface and screw flange on both ends of the dialyzer. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the cavity ID end potting cut surface and the short fiber. Further examination of the fiber bundle did not identify any other damage or irregularities to the fiber bundle; specifically, loose fiber fragments, and/or kinked or looped fibers. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.